Event description:
A physician reported to abbott diabetes care navigator rep that a pt, who is a navigator user experienced three abscesses on the same arm during use of three freestyle navigator sensors from the same sensor delivery unit (sdu) lot number. The abscesses were in the pt's right arm, and all three abscesses were at the insertion site. The first two abscesses were between 3-4 inches and the third abscess was larger. None of the abscesses were measured. The first abscess was treated with antibiotics (keflex) and the use of a hot pack and the abscess resolved. After the appearance of the first abscess, the physician reviewed proper site treatment and hygiene with the pt. A sdu from the same lot was inserted into the right arm, and a second abscess developed. The second abscess was treated with antibiotics and the use of a hot pack and resolved. Once the abscess resolved a third sensor from the same sdu lot was inserted into the right arm. A third abscess developed. The physician recommended add'l invasive treatment for the third abscess, however, at the time of this incident being reported to adc, the pt had selected to continue with the non invasive treatment of antibiotics and the use of the hot pack. The status of the third abscess is unk at this time. It is unk when any of the abscesses developed in relation to the sensor wear period.

Manufacturer narrative:
Attempts have been made to reach the pt to request product back for an investigation. The batch records for the sdu lot were reviewed, and no issues were identified during the mfg process that would indicate a sterility issue. The quality control inspection records were reviewed, and no issues were noted. Retained samples for lot n0907801 were pulled and sent for endotoxin and sterility testing. The product was determined to be within specs based on the retained testing results. All cleaning and environmental records were reviewed and no issues were identified.